Event description:
Additional information was received indicating the rv lead was capped and replaced to resolve the event. The patient was stable.

Event description:
During a remote follow up, low pacing impedance and a loss of capture were noted on the right ventricular (rv) lead. Lead damage was suspected. A lead revision is planned. The patient was stable and will continue to be monitored.